Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 4 years 3 months was explanted due to severe insufficiency secondary to leaflet perforations. A non-edwards 21mm mechanical valve was implanted in replacement. Per medical records, the patient presented with increase shortness of breath and underwent a redo avr and aortic root enlargement with pericardial patch. Intraoperatively the aortic valve had 3 circular perforations in the leaflets and cultures were taken to r/o endocarditis (there was no evidence of vegetation, purulence, or infection on the valves). Sutures along the annulus were all individually cut, the valve was explanted, and visible pledgets were removed. The valve was replaced with a 21mm on-x mechanical valve. The patient tolerated the procedure well and was taken to the ICU in critical condition, and discharged on pod #10.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Root cause analysis: it was reported that a patient with a 23mm 3300tfx aortic valve implanted for 4 years 3 months was explanted due to severe insufficiency secondary to leaflet perforations most likely caused by suture tail abrasion. The device was returned for evaluation. Per product evaluation, customer reports of leaflet perforations was confirmed. Leaflet perforations in the as received condition may contribute to insufficiency. Two perforations were observed on leaflet 2 and a perforation was observed on leaflet 3. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The most likely cause is use error of leaving excess suture tails.

Manufacturer narrative:
H3: customer reports of leaflet perforations was confirmed. Leaflet perforations in the as received condition may contribute to insufficiency. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect and 1mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Two perforations were observed on leaflet 2 and a perforation was observed on leaflet 3. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 2 and 3, however suture holes were visible. Sewing cloth had multiple cuts around the sewing ring. Photos attached by complaint handler appeared consistent with lab findings.